Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was variable and beyond the expected lower range. It was further reported that ra lead continued to have low impedance and noise. The ra lead was programmed off and will be rep laced.

Event description:
It was reported that there was oversensing on the right ventricular (rv) lead. It was also reported that there was low and varying impedance on the right atrial (ra) lead due to a suspected insulation breach. Pocket manipulation produced noise. The physician suspected that the insulation damage may be occurring since the ra and rv leads are overwrapping. The patient will be monitored and the ra and the rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was additionally reported that the ra lead was capped and replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5054 implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.